Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering as the customer was having frequent lows. The customer¿s blood glucose level was 177 to 300 mg/dl at the time of the incidents. The customer used food to treat the lows. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported a stuck or unresponsive button. Troubleshooting was not completed. The insulin pump will be returned for analysis.